Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. There are several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The mechanism behind worsening pvl is not well understood but may be related to cardiac remodeling. In this case, the pvl was attributed to the valve being slightly undersized, based on limited imaging. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. (B)(4)

Event description:
Approximately 1 year post implantation of a 20mm sapien 3 valve, the patient received a second 23mm sapien 3 valve. As reported through the s3i continuous access program, 6 months post implantation the patient presented at follow up with what appeared to be a moderate to severe paravalvular leak (pvl). According to the operative report at the time of implant, pvl was none-trace. At the 1-year follow-up, worsening pvl was reported again. Following assessment of the patient's case, post dilation of the previous implanted sapien 3 was attempted. After the bav balloon was inflated, the bioprosthetic valve leaflet tore and wide open central aortic insufficiency (cai) was noted on the tee. The 2nd sapien 3 valve was implanted 70:30 aortic/ventricular with trace cai and with immediate hemodynamic improvement. The patient was transferred in stable condition for post management care. Review of serial echoes revealed no pvl or central aortic insufficiency (cai) post implant and moderate pvl and no cai at 30 day echo. The native valve annular diameter measured an area of 333mm2 by CT. The sinotubular junction diameter measured 26mm and the sinus valsalva (sov) diameter measured at 32mm with moderate septal bulge. Initially the first valve was deployed 70:30 a/v across the aortic annulus. Per report, the native aortic annular diameter measured 322-337mm2 by 3d tee secondary to sizing discrepancy from a pre-tavr CT taken 8 months prior to the procedure. Poor image quality was noted and a decision was made to size based on the initial core lab measurements and assume a 20mm and size with a 20mm or 19mm balloon valvuloplasty catheter. The team concluded that a 20mm sapien 3 would be the most appropriate size valve for the patient.